Event description:
Healthcare professional reported via device tracking "left side ¿rupture/deflation¿. Device explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via device tracking left side rupture/deflation. Device explanted.